Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of tubing kinks due to the mobi cartridge design being 'too flexible on top' when it is in his pocket. Patient reported to have had better success with mobi sleeve but they are too expensive no further information available.